Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had a loss of oxygen supply issue. At this time, it is unknown if there was patient involvement.